Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic after experiencing discomfort from pectoral stimulation. Upon interrogation, it was noted that the patient's right atrial lead was dislodged. The lead was attempted to be repositioned but was unable to due to the helix being no longer functional. The lead was explanted and replaced. The patient's condition was stable throughout the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.